Event description:
The customer contact reported a leak. The plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for piggyback delivery of an unspecified chemotherapeutic agent. It was reported that after the delivery of the chemotherapy was complete, when the secondary tubing set was connected to the clave secondary port, a leak of solution was noted. The location of the leak was described as at the top of the clave secondary port. No specific details were provided. There was no reported adverse patient effects and no reported delay of therapy critical to the patient. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is complete. During the investigation, a leak of solution was noted between the clave secondary port and the male adapter of the secondary tubing set in a customer provided photograph. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.